Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned and evaluated. Upon visual inspection the returned liner has indentations on the od, under the locking feature, and near one of the scallops. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: 51-136100 6839257 tprlc 133 mp 12/14 bm so 10.0. 650-0667 2017051109 delta cer fm hd 036/+8mm 12/14. 010000662 6813081 g7 pps ltd acet shell 50d. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a 32mm liner would not lock into the shell. A 36mm liner was used to complete the surgery. No further problems have been reported and no adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.